Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing over to pyxis. A technical support specialist (tss) dialed into server and observed that the patient remained in a preadmitted status. The tss identified a system error related to concurrent updates that prevented proper admission processing. It was determined that the original admission message could not be reused because it had already passed, and the recommended resolution was to have the admission team resend the admission message. After contacting the customer, it was learned that the admission team was unfamiliar with this process, so the tss advised discharging and readmitting the patient through the admission system. The customer acknowledged the guidance and agreed to coordinate with the admission team and later customer sent confirming that the patient was showing as admitted under a new visit identifier, followed by a request for confirmation and case closure since the issue had been resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information was not crossing over to pyxis. There were no adverse events or injuries reported based on this event.